Manufacturer narrative:
The actual complaint product was not returned for evaluation. Root cause could not be determined. A review of the device history record is not possible as no lot number was provided. All information reasonably known as of 21 feb 2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Event description:
Halyard received a single report that referenced eight different incidences, which were associated with separate units, involving eight different patients. This is the eighth of eight reports. Refer to 2026095-2018-00011 for the first report, refer to 2026095-2018-00012 for the second report, refer to 2026095-2018-00013 for the third report, refer to 2026095-2018-00014 for the fourth report, refer to 2026095-2018-00015 for the fifth report, refer to 2026095-2018-00016 for the sixth report, refer to 2026095-2018-00017 for the seventh report. Infusion start time: unknown, infusion stop time: unknown, fill volume: 400 ml, flow rate: 6 ml/hr, procedure: unknown, cathplace: unknown. It was reported that the pump emptied faster than expected. The pump emptied after around 50 hours instead of the 66.7 hours anticipated. No injury reported.